Manufacturer narrative:
Lot# 06031401. Results: a manufacturing review was performed and indicated no discrepancies or anomalies. Based on the fatigue testing results, the surgeon must consider the levels of implantation, patient weight, patient activity level, other patient conditions, etc. Which may impact the performance of the intervertebral body fusion device. If the patient is involved in an occupation or activity which applies inordinate stress upon the implant (e.g. Substantial walking, running, lifting, or muscle strain) the surgeon must advise the patient that resultant forces can cause failure of the device. No information regarding patient weight, height, activity level and lifestyle was received. According to IFU these may be contributing factors of possible device failure. Conclusion: the reported device remains implanted therefore a plausible root cause cannot be identified conclusively.

Event description:
It was reported that; 2-level mis tlif (l4-s1), cage collapse at l5-s1. Patient is experiencing pain.

Event description:
It was reported that; 2-level mis tlif (l4-s1), cage collapse at l5-s1. Patient is experiencing pain.